Event description:
An adverse event was reported for patient no 5 in the (B)(6) study at (B)(6). The surgeon (B)(6) reported to crm (B)(4) that the patient experienced hip dislocation 2008-(B)(6) that was solved with closed reduction. He further reports that there were recurrent dislocations leading to revision 2008-(B)(6) where the liner and head was replaced. Due to the revision, the patient was terminated from the study.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.